Event description:
The physician reports using the duragen on a patient for repair of a chiari malformation. The patient herniated and had a brain stem stroke. The physician stated that in his opinion the duragen was not the cause of the incident. The incident may have been related to the closure technique or that the duragen may not have been an appropriate choice for this procedure.